Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had alarmed gas loss, customer also stated the pump had a fo sensor module failure message displayed. There was no harm reported to the patient.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and did not find any problem. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical use.

Event description:
N/a.